Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). (B)(4). On (B)(6) 2017, it was reported that the ratchet handle did not work all the time before surgery. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed the ratchet gear, pin, and spring were all damaged. The roller, roller gear, and comb also needed replaced. The calibration was out of specification but still produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, damaged comb, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection the service technician found that the ratchet gear, pin, and spring were all damaged. The root cause of the reported event was due to the ratchet gear, pin, and spring being damaged, which would prevent the ratchet from rotating properly. The device found to be working as intended after the replacement of the roller, damaged comb, gears, and after the ratchet was repaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet handle did not work all the time before surgery. Investigation results revealed that the comb was found to be damaged. No adverse events have been reported as a result of this malfunction.